Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified interlink blood set leaked at the connection to a non-baxter cassette tubing. This was observed during blood administration using a non-baxter warmer and an unspecified clearlink extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified through evaluation of the returned photograph. Should additional relevant information become available, a supplemental report will be submitted.